Event description:
An olympus sales representative reported that two patients were hospitalized and diagnosed with colitis after being examined with a pcf-160 colonoscope. According to the representative, the patients and scope cultured negative.